Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) reported that almost a year ago-last (B)(6) 2025 (middle or towards end of (B)(6))¿they had their implant removed because it wasn¿t working for them. Sometimes when they stretched, they felt pain on their right side, so they decided to have it removed. For the event date, pt stated they had noticed the issue for some time. Pt stated it was hard for them to find the device to charge it sometimes. It would sometimes take up to 15 minutes to finally connect, even though the device was fully charged.